Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Rwmic considers this MDR closed. Should rwmic or rw gmbh receive addition/new information a report will be submitted.

Event description:
The purpose of this report is to submit the results of the device investigation/evaluation to the FDA.

Event description:
Additional details received from the user facility: purpose for procedure: treatment. What was the procedure: cystoscopy holmium laser enucleation of the prostate.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #1 is to provide FDA with new and changed information.. Changed information: the following fields have changed information: d8, d9 (device received for investigation this week). Rwmic considers this MDR open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Manufacturer narrative:
(B)(4). (B)(4) considers this MDR open. (B)(4) will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
It was reported to richard wolf by the user facility that: "when the pump was turned on and going through the start-up procedure, the vacuum would start, and after 2 or 3 seconds, the display would indicate that there was a vacuum. This usually takes longer. When they tried to use it during the case, there was no vacuum to suck the chips through the morcellator handle. The rep tried replacing all of the tubing and the canister with filters and lid." Additional information: will the device be returned? Yes. Was the device being used on a patient when the reporting issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? Yes. Did the delay put the patient at risk? No. How long was the delay? Aprox. 30 minutes. What actions were being done during the delay? Attempting to create a vacuum and use the device. Did the patient require any additional treatment during the delay or will require another procedures as the result of the delay? No. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes. What was the patient's outcome? The procedure was completed using an alternate device.